Event description:
It was reported the device battery depleted earlier than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4195 implantable pacing lead (B)(6) 2009; 5076 implantable pacing lead (B)(6) 2009; 7120 competitor implantable tachy lead (B)(6) 2009; 3487a x2 implantable pain stim leads (B)(6) 2001; 7435 neuro programmer (B)(6) 2001; 7495 x2 implantable neuro extensions (B)(6) 2001. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 91% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.